Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Please note, this DHR review is for sterilization procedure only: part no.: 412.213s. Lot no.: l770177. Manufacturing location: selzach. Supplier: frueh ag. Release to warehouse date: 13.feb.2018 expiry date: 01.feb.2028. Non-sterile 412.213 / l738807 was manufactured in mezzovico release to warehouse date: 22.jan.2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent explant surgery for femoral neck system (fns) due to nonunion. Originally, the patient was implanted with fns implants on (B)(6) 2018. The procedure was successfully completed with a 30-minute surgical delay. Patient outcome is unknown. The starting period of weight bearing will be delayed from the initial schedule. This report is for one (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 38mm this is report 1 of 4 for (B)(4). This (B)(4) captures post-operative events while (B)(4) captures intra-operative events.